Event description:
It was reported that the subject device had a universal cord sheath light guide bundle that was severely darkened and fractured, causing the image to be dark. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure in the light transmission function a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is caused by a component failure of the universal cord sheath light guide bundle and most likely caused a failure in the light transmission function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a universal cord sheath light guide bundle that was severely darkened and fractured, causing the image to be dark. There were no reports of patient harm.